Event description:
It was reported that during a case, it was noticed that the tip of the large pointer was bent.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that during a case, it was noticed that the tip of the large pointer was bent.